Manufacturer narrative:
Follow up #1 date of submission 09/18/2013 device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2013 with the following findings: investigation revealed that there is no visible damage to the keypad. The ok button has an intermittent response. The up, down, & contrast buttons respond properly. The keypad was removed and found to have contamination under all button contacts. Unrelated to the complaint, investigation revealed the battery compartment was cracked and the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.